Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a corneal abrasion in the left eye at one month lasik post op visit. Patient was having a foreign body sensation and dull ache. Patient was placed on a steroid and artificial tear drops. The abrasion has healed, drops are finished and patient is doing well.